Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, sion blue, guide catheter: hyperion. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that during a procedure to treat a concentric lesion in the proximal left anterior descending artery with moderate tortuosity, heavy calcification and 90% stenosis, a 2.0x12 mm rx mini trek balloon dilatation catheter (bdc) was advanced with resistance due to the patient anatomy. During the first inflation of the bdc, the balloon ruptured at 10 atmospheres. The mini trek bdc was removed from the patient anatomy without resistance and replaced with an unspecified nc bdc which the lesion was dilated without issue. There was no adverse patient effect and no clinically significant delay in the procedure. The procedure was successfully completed after a xience alpine stent was implanted. No additional information was provided.